Event description:
During an unspecified ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the bands moved involuntarily. The first band fell before the endoscope was introduced into the patient [subject of this report]. The second band was deployed on the varix, then the ligator fell off the endoscope and had to be taken from the stomach [premature deployment of bands and barrel detachment, captured in separate emdr 1037905-2023-00325]. They finished the procedure with a new ligator. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. In the open box was a plastic bag with the two-way handle, trigger cord, and barrel without any bands on it or in the package. The irrigation adapter and loading catheter were not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report based on the fact that no bands remained on the barrel when received. The two-way handle was returned with the trigger cord wrapped around it in a post-deployment state. A functional test could not be performed since no bands were remaining on the barrel. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. There was a small knot present between the beads but it was able to be unknotted and the beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and was within the tolerance. The trigger cord was intact and not broken. A functional test of the two-way handle was performed and it functioned as intended. The barrel was placed on the end of an olympus gif q20 endoscope with an outer diameter of 11.0 mm and the barrel fit snugly without difficulties. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report due to no bands remaining on the barrel. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided states that a fujinon model endoscope was used with an mbl-6. Our f option mbl devices (ex. Mbl-6-f) are recommended to be used with a fujinon model endoscope. The f option mbl devices have longer trigger cords to accommodate the longer length of fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a fujinon model endoscope was used with an mbl-6, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unspecified ligation procedure, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the bands moved involuntarily. The first band fell before the endoscope was introduced into the patient. The second band was deployed on the varix, then the ligator fell off the endoscope and had to be taken from the stomach [premature deployment of bands and barrel detachment]. They finished the procedure with a new ligator. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information provided states that a fujinon model endoscope was used with an mbl-6. Our f option mbl devices (ex. Mbl-6-f) are recommended to be used with a fujinon model endoscope. The f option mbl devices have longer trigger cords to accommodate the longer length of fujinon endoscopes. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that a fujinon model endoscope was used with an mbl-6, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.